Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during testing on a demo patch, the foot of a prostyle device was hard to open and failed to retract. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to close could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Further testing was performed on unused/sterile units from the same part and lot number. The inspection found no abnormalities. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.